Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level. The blood glucose at the time of the incident was 600 mg/dl and the current blood glucose is 588 mg/dl. Troubleshooting was not completed because the customer did not have a tubing clamp to perform the high pressure test. The device will not be returned for analysis.